Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device failed self-test. Based on the information available, customer did not accept the repair quote and no repair work done by philips. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Working condition of the device is unknown. Customer did not accept the repair quote and no repair work done by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.